Event description:
I had surgery for a hernia repair 2008. The doctor -dr. Repaired my hernia using a mesh product. Since then I have been seriously ill. My stomach has been cramping and I have had some serious adverse reactions with my bowels. Six months later, I had a different doctor -dr. Re-examine my condition as well as perform a separate surgery. He made a repair to the mesh during this surgery and I am still feeling really sick. I feel like my body is rejecting this mesh product. I didn't feel like this before I had my surgery. Stomach has a swelling sensation, cramping, constipation, inner loud bowels, weight loss, and a light depression because no one can tell me what is wrong. I have been back to the hosp to have test run and every doctor is telling me that they don't see any problems. There is a big problem. I will be seeking legal advice about my condition because no one is helping me. I am 100% sure that my body is telling me that something is very wrong. The doctors may not be seeing a problem but, I have been feeling this way every since I had the surgery. I want this mesh to be removed and will be seeking advice from a specialist. I don't want to die because someone put something on the market that was supposed to help me and also because the doctors are telling me that there is nothing wrong, when I know that I am in pain. I wouldn't wish this pain on anyone. The product name is being investigated by my attorney. There were no therapy dates.